Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was fractured approximately 63.0 cm from its proximal end. The pusher assembly was kinked approximately 65.5 cm from its proximal end. The embolization coil was detached from its pusher assembly and had offset coil winds throughout its length. Conclusions: evaluation of the first returned ruby coil confirmed a detached embolization coil and revealed a fractured pusher assembly. If the ruby coil is forcefully manipulated against resistance, damage such as kink and subsequently fracture may occur. If the two fractured segments are separated, the pull wire will likely be retracted out of the distal detachment tip (ddt), and the embolization will detach from its pusher assembly. Further evaluation of the returned ruby coil revealed offset coil winds throughout the length of the embolization coil. This damage was likely incidental to the reported complaint. Evaluation of the second returned ruby coil confirmed a detached embolization coil and revealed a fractured pusher assembly. If the ruby coil is forcefully manipulated against resistance, damage such as kink and subsequently fracture may occur. If the two fractured segments are separated, the pull wire will likely be retracted out of the distal detachment tip (ddt), and the embolization will detach from its pusher assembly. Further evaluation of the second returned ruby coil revealed a kink near the proximal end of the pusher assembly and sr wire fracture. The kink was likely incidental to the reported complaint. The root cause of the sr wire fractured could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. This report is associated with MFR report number: 1.3005168196-2020-01506.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01506.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using ruby coils and a non-penumbra microcatheter. During the procedure, while moving a ruby coil to make it form, the ruby coil unintentionally detached in the microcatheter. Subsequently, the microcatheter containing the detached ruby coil was removed. The physician continued with the procedure using another ruby coil and the same microcatheter. While advancing the ruby coil through the microcatheter, the physician experienced resistance, and the ruby coil unintentionally detached in the microcatheter. Therefore, the microcatheter containing the detached ruby coil was removed again. The procedure was completed using non-penumbra coils and another microcatheter. There was no report of an adverse effect to the patient.